Event description:
Dr repositioned overhead spot lights and paint chips fell off the lights onto the sterile field per the dr. Sterile field redraped at at site with sterile towels. All scrubbed personnel changed gloves and wound irrigated well with 1nacl with 50,000 units bacitracin.